Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to stage iii enterocele and cystocele. The patient experienced pain, erosion, extrusion, urinary problems, recurrence, dyspareunia and vaginal scarring. The patient experienced erosion and underwent partial mesh excision on (B)(6) 2007. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-26212. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. The patient underwent the concurrent procedures of cystoscopy, repair of a cystocele, repair of a rectocele, and vaginal vault suspension during mesh implantation. It was reported that the patient underwent the additional procedures of anterior/posterior vaginal colporrhaphy, kelly placation, perineoplasty, and cystoscopy on (B)(6) 2009 due to a vaginal enterocele. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.